Manufacturer narrative:
Correction: the initial MDR submitted on july 22, 2024 was filed inadvertently. The infection and hospitalization reported previously was due to a middle ear infection; hence, it is not considered reportable as it is not related to cochlear device.

Event description:
Per the clinic, the patient experienced an infection (abscess) at implant site and was hospitalized (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 22, 2024.